Event description:
Additional information was received from the consumer. The patient¿s spouse had called back to inquire about MRI guidelines and patient services reviewed the information and suggested that the health care physician (hcp) call back if needed. The spouse re-reported the retention and the diarrhea issues, stated that the patient was in the hospital and was wearing a foley. The caller asked if they could turn the stimulation off while the patient was in the hospital and patient services reviewed the information and sent a video tutorial on how to do so. There were no further complications reported.

Manufacturer narrative:
B5: prior report stated that the patient's spouse had called again on (B)(6) 2020 however please note that the patient's spouse called on (B)(6) 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's device was implanted for retention. Caller said after the 1st day the patient started urinating every 20 mins especially at night. Caller said they decreased stimulation frequency and it improved, patient started going to the bathroom every 1.5 to 2 hours. Caller said since the day after the device was implanted the patient has been having bowel movement urges that come on suddenly. Caller said the patient is not able to get to the bathroom and has a bowel movement in his pants. Caller said it started with more frequent bowel movements and now the patient isn't able to make it to the bathroom when he has the urge to have a bowel movement. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from a friend/family member regarding a patient. It was reported that after increasing amplitude, the patient had improvement and was able to urinate every 2 hours instead of every 20 minutes. However, then the patient out of the blue went from 1:00 pm to 11:00 pm without urinating and only put out 100cc. During the night he maybe put out 10 ounces when he would normally put 20 to 30 ounces. Caller increased amplitude from 2.6 to 2.8 and he was able to go from not urinating at all to putting out that little amount (10 ounces). Caller indicated that the patient is not able to self-cath because his foreskin is so overgrown. The patient called back on (B)(6) 2020 and reported the same issues. Caller mentioned that they did try changing programs daily, but that didn't help with the diarrhea; caller mentions that after she changed his program, by the end of the day the diarrhea would lessen but once they changed the program again the diarrhea would return. Caller mentions that due to the violent diarrhea the patient is having, he was admitted to the ER last night for severe dehydration. Caller stated that she is not able to go in to the ER and the ER would not take the patient external equipment so she explained the patient couldn't have an MRI, but the ER had no idea what device the wife was talking about. Caller also mentions that the patient has a cat scan and a catheter inserted yesterday. Caller was redirected to hcp to discuss symptoms and reviewed the possibility of speaking to a rep, but the caller said that the rep was only available at implant due to covid-19 and wont be available until (B)(6). No further complications were reported.